Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) reached a battery status of middle of life 2 (mol2) in less than one year of implant duration. The guidant field representative provided memory data to engineering to be analyzed for suspected premature battery depletion. Engineering review confirmed that the device would likely deplete sooner than expected, given the programmed settings and measurements.

Manufacturer narrative:
To date, guidant's resources indicate that the product remains actively implanted. Event details will be updated should more information become available. Subsequently, this device was explanted due to normal battery depletion, and returned to the boston scientific post market quality assurance laboratory for analysis. A longevity calculation determined that this device met labeled longevity expectations. The device then passed a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.

Event description:
Guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) reached a battery status of middle of life 2 (mol2) in less than one year of implant duration. The guidant field representative provided memory data to engineering to be analyzed for suspected premature battery depletion. Engineering review confirmed that the device would likely deplete sooner than expected, given the programmed settings and measurements.